Manufacturer narrative:
Batch record review, complaint review and retained testing were completed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. (B)(4).

Event description:
Customer performed blood grouping test on the provue on cap sample ID# (B)(6) using abd/reverse card lot 060719037-08 (exp 5/7/2020) and 0.8% affirmagen cells lot 8a005 (exp 10/8/2019). A false positive 1+ backtype reaction was obtained in the buffered well and the affirmagen a cell. The expected result was a pos based on the cap answer key but the customer reported no blood group type could be determined with note that additional testing would be required. This was due to the false positive 1+ reaction that was not expected. The antibody screen that was also done on the sample in question was positive. No antibody identification testing was performed but the answer key showed sample (B)(6) was a pos, with an anti-c. Customer does not suspect the provue produced wrong result and agreed with the 1+ grading. Qc and other patient samples have been passing with no issues. Relevant information: issue started on: (B)(6) 2019. Microtubes/wells or cell (donor #) affected: buffered well #5. Reaction grade obtained: 1+ . Customer was expecting: neg. Test repeated: no . Number of samples affected? One cap sample only, all other tests were as expected was qc affected? No, qc passed. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: acceptable. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Opened vs unopened? Opened. Other relevant information: none. Actions already performed by contact: none, sample was too old for additional testing when answer key was made available by cap.